Event description:
During the preparation of the tibial groove on (B)(6) 2014, the instrument tip broke in several pieces. The surgeon was able to remove the pieces from the articulation and finish the surgery without further incident.

Manufacturer narrative:
The instrument returned from the field has been evaluated and determined to be conforming to product drawing specifications. The instrument was manufactured in 1999. The instruments are fit and function tested at goods inwards before release and the quality records show no issues. It can be concluded that the instrument failure was due to wear beyond its functional life.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Manufacture date - unknown. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.